Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# unknown, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during a scheduled replacement of the pump for end of service (eos), the health care provider (hcp) reported the presence of a ¿gray slush¿ in the catheter and no liquor (cerebrospinal fluid) was dripped by the catheter. There was a suspected catheter occlusion and the location of the catheter issue was the connector pin. The catheter was explanted and replaced. The pump was also explanted at that time and there was no alleged product issue. The patient status at that time was alive no injury and there were no patient symptoms associated with the event. The pump was being used to deliver baclofen. Additional information received reported the catheter was occluded at the level of the pump connection. Medical intervention was requested. Additional information received reported the pump was being replaced due to elective replacement indicator (eri) status.

Manufacturer narrative:
Analysis of the catheter revealed the sutureless connector had coring-tears-cuts in the seal that met leak criteria. A hole was also observed in the catheter body. In addition, material failure was also noted due to the unusual degraded damaged seen in the cup of the sutureless connector. Analysis of the pump revealed pump motor o-ring wear.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.